Event description:
It was reported that the patient had a replacement surgery to replace his inflatable penile prosthesis (ipp) due to a mechanical issue, erosion and perforation. The erosion was in the left distal portion of the penis. There was a perforation of the right corporal body and through the patients meatus. The perforation was attributed from a brooks dilator and was sutured and treated accordingly. There were no patient complications and the patient has fully recovered.

Manufacturer narrative:
Date of event the exact date of the event is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.